Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the arteriovenous fistula (avf) with moderate calcification, moderate tortuosity and 70% stenosis. The 6x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was used but the connection between the balloon tip and the balloon pump was not sealed. A leak of air occurred at the connection between the armada and the inflation device, prior to inflation. Another same size armada 35 pta catheter was used to complete the procedure without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. In this case, it may be possible that the sidearm and the inflation device used in the procedure did not form a secure connection or had a loose connection resulting in the reported leak; however, a conclusive cause cannot be determined since the complaint could not be confirmed during return analysis, and the inflation component was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.